Manufacturer narrative:
The device was returned to bd for evaluation. The investigation is identified for defective component. Based on the information provided, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 8808061 implanted port allegedly experienced a defective component. This information was received from one source. This malfunction did involve a patient with no reported patient injury. The patient is a female and the age and weight is not provided.